Event description:
It has been reported to philips that the allura device indicated that here was low storage space in the hard disk. No harm has been reported to philips. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system low storage space in the hard disk. Review of the system log file showed malfunctioning frontal ip-pc. Upon further troubleshooting action, field service engineer (fse) found low storage space in the hard disk. The fse, ensured tests are passed for the image database and errors were corrected and confirmed that the temperature in the technical room is above 27c. After replacement of ip-pc, the system was returned to use in good working order.the codes were updated based on the investigation outcome.the evaluation method code was corrected.